Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of the subject device historical service records show that the device had been installed at the facility site on (B)(6) 2018, and a clinical training was performed for the facility's staff on (B)(6) 2018. That clinical training consisted of basic laser physics and laser safety, machine orientation and operation. All laser software screens were explained and demonstrated. All laser accessories were explained and demonstrated with return demonstration by staff. On (B)(6) 2018, one week after the reported event, a lumenis certified service engineer examined the device. The engineer used the displayed setting from the time of the reported event to fire the laser into a bottle of water for over 13kj without incident. The engineer had switched the system on and off numerous times and again fired the laser without failure. The system specifications were not changing. The engineer visually inspected the optics and blast shield; all of which were found to be within specifications. All checks and calibrations indicated that the system was found to be operating normally. The engineer concluded that the system had met all manufacturer's specifications and was ready for use, further suggesting that it was probable that the fiber wasn't tightened or "backed out' which could cause noise without error, and perhaps the emergency off button was accidentally depressed. A review and analysis of all available information failed to indicate a cause of the reported event. As the alleged failure could not be duplicated, and an evaluation by a lumenis certified service engineer found the system to be operational per manufacture specifications, the cause of the event could not be established nor traced back to the system device. If any further information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 100 was being utilized, an odd "knocking" sound was heard coming from the junction of the fiber and the machine. The fiber was exchanged with a new one, and after a 5-10 minute delay the procedure was resumed. Suddenly the machine just shut off. A backup lumenis pulse 20 was brought in to complete the procedure. No report of patient injury was received, and the malfunction did not cause or contribute to any change in the patient's status.